Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however, a like device catalog # 7643645, 510k # k040583 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior and posterior procedure at t12-l2 to treat a burst fracture at l1. Two months post-op it was found that the l2 pedicle screw was coming off. The patient was asymptomatic however the patient underwent a revision surgery 5 days later. No additional patient info is available.